Manufacturer narrative:
(B)(4). The technical service engineer (tse) checked that there was no patient circuit leakage and found that the "o2 sensor was broken and fall down". The oxygen (o2) sensor was replaced. All performed tests and callibrations were then passed.

Event description:
It was reported that there was a "waiting for patient connect" on the ventilator display screen when the test lung was connected. There is no reported patient involvement associated with this event..